Event description:
It was reported during procedure on (B)(6) 2022, the physician was not able to insert the lead completely into the port of the implantable cardioverter-defibrillator. The device was successfully replaced to complete the operation. The patient was stable.

Manufacturer narrative:
The reported event of a connection anomaly could not be confirmed. Test leads were able to be inserted and secured normally into the header. Lead impedance measurements were normal. Lead bore gauge measurements were normal. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed.